Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during resection of rectum in lap ultra lar to access the pelvic region the surgeon have to use surgisleeve to increase the port size and pneumoperitoneum is created then inserted the stapler into the trocar which is then passed through the surgisleeve and operates at pelvic region. Radial reload was inserted in the pelvis region of the patient but was not used because of its structure; they were unable to use radial reload in the procedure specified to be used. The stapler was able to fire. However, once in the ultra pelvic region they were unable to turn the reload itself; unable to access, unable to resect the tumor, the surgeon cannot get the tissue to be resected into the jaws of the reload the reload didn't open even after multiple attempts. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one image and one device. The loading unit was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. The image showed the surgery mentioned in the event description. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.